Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of connection occurred. The product was evaluated. An external visual inspection was performed and passed. Exterior visual inspection was performed and passed. Voltage test was performed and passed. Pairing/download test with (B)(6) bluetooth device was performed and failed. A review of the share logs was performed and a loss of connection was not found. The allegation was confirmed. The probable cause was a defective transmitter. The reported event of a loss of connection is reportable based on the finding of defective transmitter. No injury or medical intervention was reported.